Event description:
At the end of the first prostate laser ablation, upon withdrawing the laser from the pt, the distal tip of the introduction sheath was noted to have broken off and remained within the pt. The procedure was completed after two more successful ablations. The pt was informed of the incident in the recovery room, and prescribed an add'l 5 days of cipro 500mg bid and 7 days of vantin 200mg po q12hour, and discharged home. The research team followed up weekly via phone calls with the pt, in which he complained of feeling a persistent lump in the perineum with minimal soreness and discomfort. At the 1-month clinic follow up visit, the urologist noted the pt had a 1-2mm perineal lump immediately under the skin that felt exactly like the broken sheath. The pt was scheduled for a minor procedure under local anesthesia in the office to remove the sheath. The pt returned to clinic after two weeks and the broken sheath tip was removed without any complications.